Manufacturer narrative:
A stryker service representative evaluated the customer's device and observed that the therapy cable was intermittently not recognised by the device. The stryker service representative replaced the therapy cable and the test plug to resolve the reported issue. The coin cell was replaced as a precautionary measure. After completing unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the therapy cable was intermittently not recognised by the device. This issue has the potential to either delay, or prevent, defibrillation from being delivered there was no patient use associated with the reported event.